Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that on (B)(6) 2024, a patient was to be implanted with 10 mm x 5 cm gore® viabahn endoprosthesis with heparin bioactive surface (viabahn device) to treat as in situ fenestration of left subclavian artery during thoracic artery procedure. After balloon dilatation, the viabahn device was advanced via 12fr cook sheath through amplatz guidewire from left brachial artery to target lesion. The physician unscrewed the deployment knob and pulled the deployment line, obverse resistance was felt. After multiple attempts, the stent couldn't be deployed. The viabahn device was removed out of patient. Another boston science stent was utilized to complete procedure. The patient tolerated the procedure.

Manufacturer narrative:
Update d9. H6: c19 -a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. Engineering evaluation: evaluation of the returned device indicates a partially deployed outer zipper, and exposure of the distal shaft at the transition due to longitudinal shifting and compression of the endoprosthesis towards the distal tip. During evaluation, a guidewire was passed tip to hub past the transition. Engineers were unable to deploy the device from the knob, noting a stuck deployment line within the dual lumen catheter. Deployment was continued with traction at the endoprosthesis. The reported failure mode of partial deployment with a stuck deployment line is consistent with the findings of partial deployment of the outer zipper and observations of a stuck deployment line within the dual lumen catheter during attempted deployment from the knob. Investigation conclusions: the reported stuck deployment line was confirmed as the device was returned partially deployed and deployment difficulty was noted during evaluation. Deployment could not be completed with traction at the knob following observed catheter deformation. No cause could be identified concerning the observed difficulty. Deployment was ultimately resumed with traction applied at the endoprosthesis, demonstrating the zipper to be functional. Procedural and benchtop deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The root cause of the partial deployment with stuck deployment line could not be established with the available information, including device evaluation.